Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test." The patient's concurrent conditions included overweight. Concomitant products included beclometasone dipropionate (qvar) since on (B)(6) 2014, naproxen sodium (naprosyn) since on (B)(6) 2002 and salbutamol (albuterol) since on (B)(6) 2014. On (B)(6) 2002, the patient had essure (ess205) inserted. On (B)(6) 2002, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), back pain ("back pain"), migraine ("migraines / headaches"), abdominal distension ("bloating"), genital haemorrhage ("abnormal bleeding (general)"), arthralgia ("hip pain") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient was found to have hormone level abnormal ("hormonal changes describe: imbalance"). On (B)(6) 2014, the patient experienced asthma ("asthma"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pain ("lower body pain"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, headache, vaginal haemorrhage, hormone level abnormal, migraine, abdominal distension, weight increased, asthma, genital haemorrhage, arthralgia, abdominal pain lower and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, asthma, back pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pain, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight as on (B)(6) 2019: 209 lbs. Approximate weight at the time of essure placement 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal), hormonal changes describe: imbalance, migraines / headaches, bloating, weight gain, asthma, abnormal bleeding(general), hips pain, lower abdomen pain, lower body pain, patient did not under go essure confirmation test were added. Reporter's information and concomitant drugs were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test.". The patient's concurrent conditions included overweight. Concomitant products included beclometasone dipropionate (qvar) since (B)(6) 2014, naproxen sodium (naprosyn) since (B)(6) 2002 and salbutamol (albuterol) since (B)(6) 2014. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2002, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), back pain ("back pain"), migraine ("migraines / headaches"), abdominal distension ("bloating"), genital haemorrhage ("abnormal bleeding (general)"), arthralgia ("hip pain") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient was found to have hormone level abnormal ("hormonal changes describe: imbalance"). In (B)(6) 2014, the patient experienced asthma ("asthma"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pain ("lower body pain"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, headache, vaginal haemorrhage, hormone level abnormal, migraine, abdominal distension, weight increased, asthma, genital haemorrhage, arthralgia, abdominal pain lower and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, asthma, back pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, migraine, pain, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight as of (B)(6) 2019: 209 lbs. Approximate weight at the time of essure placement 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2021: medical record received: reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test.". The patient's concurrent conditions included overweight. Concomitant products included beclometasone dipropionate (qvar) since (B)(6) 2014, naproxen sodium (naprosyn) since (B)(6) 2002 and salbutamol (albuterol) since (B)(6) 2014. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2002, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), back pain ("back pain"), migraine ("migraines / headaches"), abdominal distension ("bloating"), genital haemorrhage ("abnormal bleeding (general)"), arthralgia ("hip pain") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient was found to have hormone level abnormal ("hormonal changes describe: imbalance"). In (B)(6) 2014, the patient experienced asthma ("asthma"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pain ("lower body pain"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, headache, vaginal haemorrhage, hormone level abnormal, migraine, abdominal distension, weight increased, asthma, genital haemorrhage, arthralgia, abdominal pain lower and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, asthma, back pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pain, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight as of (B)(6) 2019: 209 lbs. Approximate weight at the time of essure placement 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: extension of expected date of next report. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test.". The patient's concurrent conditions included overweight. Concomitant products included beclometasone dipropionate (qvar) since (B)(6) 2014, naproxen sodium (naprosyn) since (B)(6) 2002 and salbutamol (albuterol) since (B)(6) 2014. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2002, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), back pain ("back pain"), migraine ("migraines / headaches"), abdominal distension ("bloating"), genital haemorrhage ("abnormal bleeding (general)"), arthralgia ("hip pain") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient was found to have hormone level abnormal ("hormonal changes describe: imbalance"). In (B)(6) 2014, the patient experienced asthma ("asthma"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pain ("lower body pain"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, headache, vaginal haemorrhage, hormone level abnormal, migraine, abdominal distension, weight increased, asthma, genital haemorrhage, arthralgia, abdominal pain lower and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, asthma, back pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pain, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight as of (B)(6) 2019: 209 lbs. Approximate weight at the time of essure placement 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of product technical complaint. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), fatigue ("fatigue") and headache ("headaches"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, fatigue and headache outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: previously reported event "injury" was updated to dysmenorrhea (cramping). Events: perforation: fallopian tubes, pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), bladder/urinary problems: vaginal discharge, fatigue, headaches were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.